Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
It is reported that a cortex screw broke during surgery. A surgeon inserted the screw and later (during the same surgery) wanted to adjust the screw and as the surgeon was backing the screw out, the head broke off. A surgeon burred the screw out and recovered it and used an emergency screw to complete surgery (item number: 401.792e). The event delayed surgery for a short period of time. This is report 1 of 1 for complaint (B)(4).